Event description:
It was reported that a surgeon has a patient who had a right knee implanted and they were revised sometime in 2019. The surgeon indicated he is unsure if he wants to revise it "again" at this time. It was indicated the poly liner was exchanged during the revision. Radiographs were provided. No further information. This case represents the 2019 revision and is the 1st of 2 events for this patient.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. D1: corrected. H6: corrected medical device, component, and investigation clinical codes.